Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that a patient treated with a pipeline device experienced adverse events. The adverse event was treated with a surgical procedure and additional treatment. The patient was experiencing headache, dysarthria, and double vision on (B)(6) 2023. This event was assessed as possibly related to the disease under study. This resulted in new or worsening of existing neurological deficits. Symptoms lasted more than 24 hours. There was residual aneurysm at the follow up and it was decided to retreat the aneurysm. This was assessed as possibly caused by the study device and caused by the study procedure. The patient underwent target treated aneurysm retreatment resulting in hospitalization from (B)(6) 2023. Retreatment of aneurysm 1; retreatment type, coils. The patient woke up with a headache and was treated with paracetamol, under follow up. The headache resolved on (B)(6) 2023. Headache was assessed as probably related to the retreatment procedure. The patient experienced a stroke which resulted in prolongation of existing hospitalization. Stroke was possibly related to the retreatment procedure and had a causal relationship to the disease under study. This resulted in new or worsening of existing neurological deficits. Symptoms lasted more then 24 hours. Stroke result ed in disability, dysarthria. Aneurysm details are as follows. Aneurysm 1: side (hemisphere): left location (vessel): vertebral artery location of aneurysm in vessel: bifurcation branch aneurysm morphology: saccular maximum aneurysm diameter: 15.4mm aneurysm dome height: 7.8mm aneurysm dome width: 15.4mm aneurysm neck size: 7.8mm parent artery diameter distal to aneurysm: 3.2mm parent artery diameter proximal to aneurysm: 2.5mm post implant - specify stasis at the end of the procedure: complete stasis post implant - complete neck coverage at the end of the procedure: y post implant - indicate aneurysm occlusion (raymond and roy) at the end of the procedure: class 1  aneurysm 2: side (hemisphere): left location (vessel): vertebral artery location of aneurysm in vessel: bifurcation branch aneurysm morphology: saccular maximum aneurysm diameter: 5mm aneurysm dome height: 4.3mm aneurysm dome width: 5mm aneurysm neck size: 5mm parent artery diameter distal to aneurysm: 3.2mm parent artery diameter proximal to aneurysm: 2.5mm post implant - specify stasis at the end of the procedure: complete stasis post implant - complete neck coverage at the end of the procedure: y post implant - indicate aneurysm occlusion (raymond and roy) at the end of the procedure: class 1.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received that during the index procedure on (B)(6) 2021, the source document reported there was some foreshortening of the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the stroke recovered on (B)(6) 2024. The patient had also experienced dizziness and right side facial palsy. It was also stated that the doctor did not recognize the foreshortening as a device deficiency, but instead due to the large aneurysm neck.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported targeted treated aneurysm retreatment.